Event description:
A pt presented with a recurrent hernia seven months following initial repair. Attending reports that the mesh could be seen on sonogram as ripped off in the middle and recurrent hernia developing. It is assumed that surgical intervention will or has been undertaken to address this event.